Manufacturer narrative:
D10: 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm: sn# (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t: sn# (B)(6), 200-02-32 - three peg patella 32mm: sn# (B)(6), 1500-s - cemex system 80g: sn# (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01394 the reason for the revision may have been the result of prosthesis wear and loosening as reported. However, the reported prosthesis wear and potential contributions of implant positioning and/or patient-related conditions to the sequence of events cannot be confirmed as the devices were not available for evaluation and limited information was provided at the time of evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced tibial and patellar polyethylene wear. Femoral loosening, osteolysis and synovitis. As a result, approximately four years post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. The patient continues to be limited in his activities of daily living, following the revision surgery. No additional information is available. This is report 2 of 3 for this event/patient.